Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A study in (B)(6) documented the effects of ambient pressure on insulin delivery of insulin pumps. The first part of the study demonstrated that a 300 meter ascent led to a decrease of 22 mmhg in ambient pressure and four insulin pumps delivering 0.068 units of excess insulin. The second part of the study decreased the ambient pressure in a hypobaric chamber by 125 mmhg and then 200 mmhg. The insulin pumps delivered 0.508 units, then 0.709 units of excess insulin. Furthermore, when the hypobaric chamber was brought back to sea level pressure, the insulin pumps delivered 0.533 units of insulin less than expected. The third study was done on an airplane, where the ambient pressure was 560 mmhg, 200 mmhg less than sea level. The mean excess insulin delivered was 1.01 units, or 0.933% of the reservoir. The study demonstrated that air bubble formation and increased bubble size would occur in the reservoir, as well as reservoir movement plunger movement. Nothing further was reported.